Event description:
It was reported the patient had a new symptom of rectal pain and burning after implant of the internal neurostimulator (ins). Three attempts were made to reprogram unsuccessfully. The patient progress and is bedridden with rectal pain. Patient outcome is unknown. If additional information is received a follow up report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had the stimulation off for six months and "just recharged the device." It was stated the patient does not have pain when the device was off, but when it is on, "it hurts." It was noted by the reporter that the healthcare provider (hcp) was considering removing the device since it had "never worked since implant." It was added the patient had a successful trial. Nerve testing was conducted and it was determined that the pudendal nerve was causing the patient's issues. It was further stated the patient has had ganglion nerve blocks from the hcp. This was helping with "50% relief of their pain with pain medications." Additional information has been requested, a second follow up report will be sent if additional information is received.